Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found nonconformaces consistent with the allegations of a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the recharger for her implantable neurostimulator (ins) was not working and not taking a charge since (B)(6) 2016. She claimed the connector pin on the desktop charger was broken, and said her daughter determined that one must hold the cord in place for the recharger to take a charge. The patient stated that she was in a lot of pain and needed the therapy to work. The patient had just moved to (B)(6), and did not have a healthcare provider there managing the device. The patient was given a list of hcps capable of managing these devices, and issued a new charger. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.